Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while harvesting the branches using the vaso view hemopro it was observed that it had a lot of tissue on it and was not cauterizing well. The device was removed from the harvesting cannula to clean it. At that time it was observed that the wires on the jaw of the hemopro were cracked. The pa immediately stopped use and had the nurses open another kit to complete the procedure.